Event description:
It was reported that there was an event of ventricular lead over-sensing due to noise, noted during an in-clinic check. Programming changes were performed. The patient was stable and will further be monitored.